Event description:
It was reported by the patient that they were feeling shaky and their blood glucose level was dropping so they called the emergency medical team (emt) and they took the patient to the hospital. The patient's blood glucose level was 57 mg/dl. The pod was worn for 36 to 48 hours on the arm. The nurse called the omnipod line to get someone from omnipod to go to the hospital to check to see if the pod malfunctioned. There was no information on the treatment for the patient.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.